Manufacturer narrative:
As no further information is expected, this investigation is complete. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that this device and leads were removed and replaced due to an infection. No return of product is intended, this device was discarded by the facility. No further patient symptoms were reported.